Event description:
The operator attempted arteriotomy closure with the perclose a-t (closer ak) device following a diagnostic procedure. The artery measured 5-6mm. Upon insertion of the device, mark was not able to be obtained. The decision was made to remove the device. Resistance was felt when backing the device out of the artery and tissue track. The device was backing out with use of the side to side motion. When the foot pocket was visible, the tip of the posterior foot was noted to be sticking out. The operator stopped immediately. A fluoroscopy shot was taken and revealed the sheath had separated from the guide and the tip was at the popliteal level. The separation was reported to be a "surpise as there was not a snap or sound heard when the device broke." The patient went to surgery for device removal. The patient was scheduled for carotid surery in 1/03. The carotid surgery was performed after the sheath was removed since the patient was under anesthesia. Once the device was out of the patient, it was noted the break had occurred in the center of the foot pocket. The cardiologist stated that when the artery was being accessed "near the end of the stick it felt a little harder and suspects there might have been scar tissue or fibrous tissue." Prior to the surgery, the patient's distal pulses were obtained via doppler and the foot was "blue all the time." Post surery, the patient states "their leg has never felt better," the pulses are palpable and the color is within normal limits. The patient remains in the hospital due to the carotid surgery and not related to thr device break. There have been of reports of adverse patient sequelae.